Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: lost water tightness, damage cable. Evaluation noted that due to damage on cable unit, water tightness is lost. The root cause of damage cable could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited lost water tightness. There was no patient involvement.